Event description:
It was reported that there was a balloon leak. The target lesion area was located in the cephalic venous reflux long segment of the upper arm. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use in a percutaneous hemodialysis intravenous loop balloon molding. During the procedure, the balloon device was advanced for dilatation. However, an extravasation of the contrast was noted during inflation with the pressure pump. Therefore, the device did not reach normal pressure and the inflation effect. The device was simply pulled out and the procedure was completed with another of the same device. There were no complications reported and the patient was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied, the balloon was inflated to its rate of burst pressure of 10 atmospheres for 30 seconds using glycerol/water, then liquid was observed to be leaking from a balloon pinhole located approximately 6mm distal of the proximal markerband. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. An examination of the markerbands and a visual and microscopic examination of the tip and blades identified no issues which could potentially have contributed to this complaint. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device.

Event description:
It was reported that there was a balloon leak. The target lesion area was located in the cephalic venous reflux long segment of the upper arm. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use in a percutaneous hemodialysis intravenous loop balloon molding. During the procedure, the balloon device was advanced for dilatation. However, an extravasation of the contrast was noted during inflation with the pressure pump. Therefore, the device did not reach normal pressure and the inflation effect. The device was simply pulled out and the procedure was completed with another of the same device. There were no complications reported and the patient was stable.